Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an pocket infection. The site was drained, antibiotics were administered and the implantable pulse generator (ipg) system was explanted and will be replaced in future. No further patient complications have been reported as a result of this event.